Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation with a faradrive steerable sheath clear selected for use. No abnormalities noted during preparation or using of sheath.it has been mentioned that after inserting the sheath into the body, large amount of air bubbles was observed in the syringe during aspiration. Flow rate for irrigation was 40ml/h. No air was seen in patient and no leak was noted. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed.